Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred and that the pump indicated a data log corruption. The customer's blood glucose was 315 mg/dl. Reportedly, the customer cleared the malfunction alarm, and insulin delivery was able to be resumed.